Manufacturer narrative:
(B)(4). Device evaluated by MFR: the guidewire used by the customer was not returned. A 0.035inch guide wire was loaded without issue and passed through the lumen without any resistance encountered. It was noted that the stent had moved 3mm proximally on the device. The stent was not loose on the balloon and did not move freely. No issues were noted with the balloon. This type of damage is consistent with the application of excessive force to the system. A visual inspection of the stent and the balloon identified no issues that may have contributed to this complaint. A visual and tactile examination of the catheter identified no issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07-mar-2017. It was reported that catheter tracking difficulties over the guide wire were encountered. The target lesion was located in the superior mesenteric artery (sma). After a guide wire crossed the lesion, a 7.0x40x135 cm express® ld iliac / biliary stent was advanced however, the device would not pass over the wire. It kept hanging up on the same spot on the wire. The device was removed from the patient's body. The procedure was completed with another guide wire and another 7.0x40x135 cm express® ld iliac / biliary stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent movement on balloon.